Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification. The customer reported multiple issue was verified as a false air-in-line alarm. A review of the event history log identified air-in-line alarm. The cause was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a multiple issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.